Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer patient connector of an unspecified quantity of amia automated peritoneal dialysis (apd) cassettes were disconnecting from flexicaps; further described as the flexicaps were ¿falling off really easily.¿ this was identified during unspecified process steps of apd therapy. There was no report of patient injury or medical intervention associated with these events. No additional information is available.